Manufacturer narrative:
Based on the information available, no conclusions can be made. There are multiple potential causes which may result in the reported failure to fixate. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. Review of manufacturing records was performed and found that the device was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during unknown procedure on (B)(6) 2024, sorbafix enhanced fixation device was used to fixate ventralight st mesh with echo ps. It was reported that the surgeon fired 5-6 fasteners and only 2 fasteners were able to be fixate the mesh into the peritoneum and the other 4 fasteners were removed from patient's body. It was reported that surgeon used non-bd product to complete the procedure and there was no patient injury.